Manufacturer narrative:
Occupation - (B)(6). Device evaluation - the returned driver was examined with the aid of a 5x loop. The fracture plane is skewed heavily from the transverse plane indicating off axis load application. There are multiple fracture planes meeting together in one general vicinity indicating an off center load originating from multiple closely space crack initiation sights. Crack formation was likely initiated during prior high off axis loading. The cause for the need to apply such loading is not clear as the device is intended to be used to apply torque. Bending moment application should be minimized but that does not appear to be the case. The driver is intended to be used with a counter torque wrench which should mitigate off axis loading. Review of device history record found fifty (50) pieces of lot 33966mm were released for distribution on (B)(4) 2018 with no deviation or anomalies. Review of device history records did not identify a trend for reports of this nature for this part number. The need for corrective action was not indicated as no manufacturing or design error was identified and there is not a trend for reports of this nature.

Event description:
It was reported that during a tlif procedure, performed on (B)(6) 2019 utilizing the reform pedicle screw system, the lock-screw torque driver ((B)(4)) broke while locking down the lock screw. The tip was removed using some pick-ups and the second driver readily available in the set was used to successfully complete the procedure. There was no injury to the patient or delay to the procedure as a result of this failure.